Manufacturer narrative:
The device log indicated that the external pulse generator (epg) generated an error code applicable to the field corrective action. Analysis also noted the battery drawer, the hanger screw, the pole hanger assembly, and the lower case were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device firmware was updated in accordance with the field corrective action. The device passed final functional and system tests. Analysis is completed and the product investigation found analysis results are applicable to the field action (fa). If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.